Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 64 mg/dl (system 1) and 113 mg/dl (system 2). No adverse event reported. It is unknown if the same test strip lot number was used for both meters and results. Return of the suspect device was requested for evaluation.